Event description:
Complainant alleged that while attempting to defibrillate a 65 year old male pt, who was in ventricular fibrillation, the device failed to charge. After pressing the charge button several times, the device finally charged and a shock was successfully delivered to the pt, converting him back to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.